Event description:
It was reported that the zimmer skin graft mesher would not crank when using a dermacarrier. It was also reported that the comb was bent. The facility reporting the event is a cadaver tissue bank. As such, there was no report of pt injury.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 09/08/2010 and was last repaired on 04/10/2013 for damaged gears. Eval of the device observed the roller gear and comb to be damaged. No visible issues were observed with the ratchet. Prior to repair, a test mesh and calibration check was not performed due to the damaged comb. Customer returned two cutters and both cutters produced an unacceptable test mesh. Improper handling most likely caused the damage to the roller gear and cutter gears which most likely caused the gears to slip. In addition, improper handling most likely caused the damage to the comb. The device was serviced and returned to the customer. Everything else looks good and you can send me the approval task.